Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2025 as the complaint no longer meets the description of a reportable incident (use error situation. Physician/assistant does not read/follow instructions). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation the evo-fc-10-11-6-b device of lot number c2245476 involved in this complaint was returned for evaluation, with its original packaging. This device was evaluated under the original complaint file (B)(4), as per report ¿they decided to try it, but it did not work¿. This current file (B)(4) will capture the use error: physician/assistant does not read/follow instructions user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. The returned device lab examination findings and observations can be referred through photos. On evaluation of the device, the following was observed: visual inspection: ¿ introducer returned in two parts ¿ safety wire returned in place ¿ directional button in the deployed position ¿ red shuttle before ponr ¿ outer catheter break approx. 84cm from the handle ¿ inner catheter break approx. 90.5cm from the handle ¿ safety wire is visible due to outer sheath break. Functional inspection: ¿ handle actuating fine for deployment and recapture ¿ safety wire removed with no issue ¿ unable to deploy the stent due to introducer break. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is evidence to suggest that the customer did not follow the instructions for use, as per report ¿they decided to try it, but it did not work¿. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause of use-error was identified from the available information. The user has not complied with the requirements of the IFU. From the information provided by the user in the original complaint, it is known that the user was aware of the kink in the cable prior to use, however they still proceeded to use the device. ¿there was a kink in the blue cable that connects the stent to the pistol prior before use. They decided to try, but it did not work.'. This is deemed to be use error, ref ifu0062, ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use''. The continued use of the damaged device would have led to the further damage as seen in the lab evaluation. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2025 as the complaint no longer meets the description of a reportable incident (use error situation. Physician/assistant does not read/follow instructions). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
As per the information in the cc form: there was a kink in the blue cable that connects the stent to the pistol prior before use. They decided to try, but it did not work. They used another stent. When I (company representative) was made aware of this case, after it all happened, I told them that they should not have used it since it was broken, as stated in the IFU. This file will capture the use error of continuing to use a damaged product. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) unpacking, the kink was already in the cable. What endoscope type and channel size was used? Duodenoscope (n/a, since they noticed it right away) what was the position of the elevator? N/a, open, closed. N/a details of the wire guide used (diameter, type, make)? 0.035 inch was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no (n/a) did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no kink was noticed during unpacking please advise the anatomical location of the intended target site.. Ercp was done how long was the stent in the patient by the time this complaint occurred? N/a for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no (if yes, how often was this completed?) They did evaluate the stent, noticed the kink, but decided to use it. Did the patient require any additional procedures as a result of this event? N/a, yes, no¿ no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a. Yes, no (if yes, please specify what was observed and where on the device it was observed.) Was the product inspected for kinks or damage before use? N/a, yes, no yes, but they decided to try (they have a lot of confidence in the product). They should not have used it, according to IFU. I (rep sabrina) told them right away when they told me that they tried. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) Right away. They used another stent. Was the directional button pressed during use? N/a, yes, no yes was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes, no was noticed before was the yellow marker kept in view during deployment? N/a, yes, no n/a what was the length and diameter of the stricture? 3cm where was the stricture located in the body? Ercp biliary was there resistance felt passing wire guide through stricture? N/a, yes, no unknown was there resistance felt passing the evolution through stricture? N/a, yes, n/a they decided to use another one was the stricture dilated before stent placement? N/a yes, no unknown status of the device return? Rep sabrina will pick up the stent are images of the device or procedure available? N/a, yes, no] no. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrenc.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.